Event description:
It was reported that a female patient who underwent breast augmentation revision with unknown mentor implants experienced sided device migration and left sided breast pain post procedure. As a result, an explant was performed on (B)(6) 2022. (Common device name) and (procode) are unknown, however, they are being populated for submissions purposes. See 1645337-2022-10934 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 1, 2022. The issues reported were associated with bilateral capsular contracture. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).